Event description:
The manufacturer received information alleging a ventilator failed to power on with ac power. The device was not in patient use. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.